Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "pt had revision due to pain and instability. Upon removal of the poly, the surgeon noticed that the ps post of the poly was broken."